Event description:
The event involved a tego¿ connector where it was reported there was intermittent flow problems. The flow through is not always optimal and it is necessary to change the valve so that the dialysis runs optimally. While the valve was in place, when the dialysis device hose was removed, the valve did not work, and blood flowed. The root cause was identified due to valve did not complete its shutdown role. The problem was solved because of clamping the track and valve change. No medical intervention required. It was further mentioned that the immediate reaction of the employee with clamp and valve change reduced blood loss (less than 20 cc). There was patient involvement and patient harm noted but the outcome of the injury was resolved.

Manufacturer narrative:
One video was provided by the customer for evaluation. The video confirms the complaint that the valve did not work and blood flowed. The customer complaint can be confirmed from the video provided. A probable cause cannot be identified based on the information that has been provided. The device history lot number was reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The complaint investigation was revised as follows: one video was provided by the customer for evaluation. The video confirms the complaint that the valve did not work and blood flowed. The customer complaint can be confirmed from the video provided. Further analysis of the video points to a doming of the top seal with the slit opening visible. The probable cause for the tego valve leaking and doming is due to an inconsistent application of adhesive and/or lubrication during assembly. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. Additionally, complaints with lot number 14135720 were reviewed and 20 similar complaints for tego leaks and occlusions were identified. However, none of these samples were returned for evaluation. There is an ongoing CAPA related to this complaint issue at this time. Corrected information can be found in h11, h6 component code and h6 investigation conclusion code.